Event description:
It was reported that the epileptologist stated that he thinks some patient's seizures worsen with autostimulation. It was also stated that the physician did not specify any cases that were mentioned in the original report. No additional information has been received to date.